Event description:
It was reported that the pt underwent c4-c7 fusion with anterior fixation. Approx four months post op, it was found that the screws at c4 and c7 backed out.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.